Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. According to the report, the device was filled with fortum and the rupture occurred at the end of the infusion. There is no report of patient injury or medical intervention. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/19/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.